Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusions alarms occurred. Blood glucose was 280 mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Customer was using apidra insulin.